Event description:
It was reported from the nicu that a tri-fuse extension set leaked. The pump had the intralipids profile in use at a rate of 1 ml/hr. The infusion had been running for 4 hours at the time of the event. There were no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
Aware date revised to 04/21/2020

Manufacturer narrative:
The customer¿s report that a tri-fuse extension set leaked was confirmed and replicated on microbore tri-fuse extension set model mz9266. The source of the leak was determined to be insufficient/lack of solvent being applied at the engagement between one of the set¿s maxzero connectors and microbore tubing and evidence that the tubing had not been fully inserted into the maxzero connector. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed by filling a lab 10ml bd syringe with blue-dyed water and connecting it to each of the set¿s maxzero connectors. Further visual inspection of the engagement using a microscope observed insufficient solvent on the microbore tubing. It was also observed that the tubing had not been fully inserted into the maxzero connector. Additional flush tests observed liquid movement in between the outer wall of the tubing and the inner wall of the maxzero tubing attachment area, indicating a solvent channel (insufficient application of solvent during the manufacturing process). The device history record for microbore tri-fuse extension set model mz9266 lot unknown could not be conducted because the lot information was not provided. The root cause of the leak is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported from the nicu that a tri-fuse extension set leaked. The pump had the intralipids profile in use at a rate of 1 ml/hr. The infusion had been running for 4 hours at the time of the event. There were no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the nicu that a tri-fuse extension set leaked. The pump had the intralipids profile in use at a rate of 1 ml/hr. The infusion had been running for 4 hours at the time of the event. There were no adverse effects caused to the patient as a result of this event.